Event description:
Patient was wearing contact lenses on a 30-day continuous wear basis. The doctor reports that the patient came in for an unscheduled visit with redness and "mattering." Diagnosis was iritis o.s. And the patient was prescribed medication to use for 5 days with no follow-up visit planned. The doctor reports that since that time the patient recovered. There was no decrease in visual acuity and the patient resumed contact lens wear on a 30-day continuous wear basis.